Manufacturer narrative:
(B)(4). Customer alleged the pump having cosmetic damage specifically at the battery tube threads. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Insulin pump received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: broken battery tube threads, cracked case corner of belt clip rails, missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the insulin pump threads of battery compartment came off and was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.